Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may have been the result of joint instability or humeral loosening as reported. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no product images or relevant clinical information was provided. H6: corrected medical device, component, and investigation clinical codes.

Event description:
Approximately 3 months and 26 days post-operative of a left reverse total shoulder arthroplasty (rtsa), it was reported that the patient experienced loosening of the humeral stem. The patient underwent standard reverse revision for instability and the loose humeral stem. The humeral components were removed and the doctor implanted a competitor's humeral components. The patient was last known to be in stable condition following the event. No breakage or surgical delays were reported and the devices will not be returning as they were sent to pathology.

Manufacturer narrative:
Pending investigation. Concomitants: 315-35-00 - glnd kwire, (B)(6). 320-08-42 - glenosphere exp 42mm +4mm offset, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0, (B)(6). 322-10-00 - humeral adapter tray, +0, (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6). 531-78-20 - shouldr gps hex pins kit, (B)(6). A10012 - gps implant kit v2, (B)(6).